Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to the electrical board during visual inspection. However, pump had unexpected pump error 23, pump error 49, pump error 68, pump error 25 after monitoring for several minutes, pump error 75 alarm during self test and high sleep current measurement due to connector resistance on the electrical board. The loaded voltage and the unloaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the electrical board, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s battery had to be replaced every day. The insulin pump would alarm every 4 hours then the insulin pump was turned off. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.